Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became presyncopal and experienced bradycardia with a rate in the 30's upon interrogating the implantable pulse generator (ipg).the patient was transferred to the hospital where a temporary pacing lead was placed. The device was re-interrogated where it was noted the device had reached elective replacement indicator (eri) eight months prior. It was further reported that the presenting rhythm showed non-capture. The patient was started on medications however and the patient had an escape rhythm in the 50's. The lead was tested intraoperatively via the analyzer, no performance issues were observed and the non-capture was attributed to the ipg. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.